Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact on the customer's blood glucose level. Technical support confirmed that the issue did not occur during the load process and advised that although the customer had experienced cartridge alarms with consecutive cartridges, this was not a previous issue with this specific pump serial number. The support team decided to replace the pump, sending the customer a new one with updated software, and instructed them on how to use storage mode before returning the faulty device. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. Upon reception, the customer was asked to return the problematic pump using a prepaid label within ten days.